Manufacturer narrative:
H.6. Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR was not able to perform due to the part number reported in this complaint was not recognized as a manufactured product by flex. Conclusion based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, because the information provided doesn¿t belong to a product manufactured by flex. H3 other text : see section h.10

Event description:
It was reported that during use of the sharps coll slide close 9 gal red kit the lid would not close properly. The latching device seemed to be in the wrong place. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the lid didn't close properly. It seems the hook position is wrong.

Manufacturer narrative:
Additional information: OEM manufacturer determined to be sakai create. H3 other text : see h.10.

Event description:
It was reported that during use of the sharps coll slide close 9 gal red kit the lid would not close properly. The latching device seemed to be in the wrong place. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the lid didn't close properly. It seems the hook position is wrong.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the sharps coll slide close 9 gal red kit the lid would not close properly. The latching device seemed to be in the wrong place. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the lid didn't close properly. It seems the hook position is wrong.